Manufacturer narrative:
This report is for an unknown lamina/pedicle/process hooks/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: domanic, u., talu, u., dikici, f., and hamzaoglu, a. (2004), surgical correction of kyphosis: posterior total wedge resection osteotomy in 32 patients, acta orthopaedica scandinavica, vol. 75 (4), pages 449-455 (turkey). The aim of this study is to present a new technique which was a true-closing wedge posterior transvertebral osteotomy for the treatment of adult thoracolumbar kyphosis in 32 patients. Between 1990 to 2000, a total of 32 patients (18 male and 14 female) with an average age of 20 (10-40) years underwent posterior total wedge resection osteotomy and posterior instrumentation. Surgery was performed using moss-miami system in 8 patients. Follow-up radiographs were performed at 6 weeks and at 3-, 6- and 12-month intervals. The average follow-up was 5 (2¿9) years. The following complications were reported as follows: the mean loss of correction since operation was 3.4 (0¿11) degrees. The table did not specify as to which patient who had loss of correction were implanted with moss-miami. 1 patient who had positive intraoperative wake-up test had developed irreversible paraplegia. Removal of instruments did not help, and thorough exploration of the osteotomy site did not reveal any mechanical problem or pathology. 2 patients had transient nerve root injury which recovered completely by 6 months. 2 patients developed early deep infection which responded to early aggressive debridement without removal of the instruments. 2 patients had dural tear occurred intraoperatively. 2 patients implant failure occurred as hook pull-out, which was noted at 3 months. One was revised and the other one was not reoperated, as it did not cause mechanical problems or irritation. This report is for an unknown depuy spine screw/rod construct. This is report 2 of 2 for (B)(4).